Event description:
It was reported that while attempting to cross a calcified occlusion in the superficial femoral artery (sfa) with the guidewire, it prolapsed and the tip was noted to be separated. The guidewire was removed. The patient is reported to be fine.

Event description:
Reportedly, the device was explanted after an implant duration of 4.6 months for unknown reasons. The valve was explanted and a device was implanted as a replacement. No further details were provided. The device will be not returned (discarded).

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Manufacturer narrative:
This was determined reportable to FDA per edwards lifesciences procedures. Customer letter not required. DHR review has been started. Device not returned.